Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant results were obtained on a neonatal patient sample on a dimension vista 1500 instrument. Siemens reviewed the data provided by the customer and determined that quality controls were within range on the day of the event. Further investigation revealed that the customer loaded a sample cup without sufficient volume of sample for all of the testing which was ordered. The sample cup was loaded into a limited rack with no level sense or liquid detect feature in use. The cause of the discordant na and k results is due to sample handling. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant potassium (k) and sodium (na) results were obtained on a neonatal patient sample on a dimension vista 1500 instrument. The samples were repeated on the same instrument, resulting higher for sodium and lower for potassium. The samples were repeated a second time, resulting lower for sodium and lower for potassium. None of the results were reported to the physician(s), and the remaining amount of sample was insufficient for further testing. There are no known reports of patient intervention or adverse health consequences due to the discordant k and na results.